Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4). Complaint, ill-defined is to describe patient's condition; the patient was rather ill.

Event description:
It was reported that the system was explanted due to infection. A temporary system was implanted since the patient is pulse generator dependent. The patient presented to the ICU with illness post procedure.